Manufacturer narrative:
Additional information: b5, and h6. B5: upon follow up, it was reported that re-catherization has been planned after 1 month. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported on the same day as the event, the patient admitted to the hospital and was treated with vancomycin injection (1 gm, intraperitoneal, discontinued) and amikacin injection (500 mg stat dose, then increased to 1000 mg intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and was not recovered from the peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis, (ongoing). It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that on an unknown date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.